Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the catheter sheared at tip during attempted implant. The catheter was removed from the patient and a different product was used. No patient symptoms reported. The pump contained morphine. It was further reported the patient was doing well. They were still titrating drug, "as pump very new still".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter (sn (B)(4)) found damage occurred to the catheter body and/or guidewire during the implant procedure.